Event description:
Resident was being transferred from toilet to wheel chair. When transferring the resident, the lift would not stop going up after c.n.a. Released handset button. The aid tried to stop the lift, when the lift would not stop going up the aid went to help resident stay standing up and called for help. A nurse was first to arrive and the aid and the nurse lowered the resident down on the floor. The resident was in the kneeling position for 2-3 minutes and then 2 more aides came into the room. They then picked up the resident and put her in bed. The resident suffered fractured distal femurs to both legs; went to the emergency room, where they were advised to stay off their feet until a follow up examination could be performed.

Manufacturer narrative:
This report is being filed under exemption e2010033 by arjohuntleigh (registration#1419652) on behalf of the manufacturer medibo medical products nv (registration# 3004468271). Lift was being serviced by jjl bio-medical. Jjl bio-medical switched wiring around on up/down switch located on top of mast causing lift to go down without stopping. Faulty up/down switch on top of mast. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.